Event description:
The customer reported that the device had a cooling fan error. It was unknown how the issue was found. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the device has a cooling fan error. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the device was in use at the time of the event. The patient was moved to a different ventilator. No patient or user harm was reported.